Manufacturer narrative:
Referenced 510(k) numbers are: k062698, k070368. Device still implanted in pt so will not be returned unless it's explanted. Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "small trio connector came unfastened from rod. Surgeon has elected to not remove implants at this time, but to continue observation of pt pending any further developments. Original surgery (B)(6) 2011".